Manufacturer narrative:
H.6. Investigation: when the appearance of the actual product was checked, no abnormalities such as damage or deformation were found. When the roller was moved lightly, the roller did not move. The roller was in a state where it was fitted to the upper surface of the clamp housing. When the roller was pushed down in the downward direction, the roller moved and normal operation became possible. This event is presumed that the roller was accidentally fitted to the upper surface of the housing due to excessive upward force applied to the roller. In our manufacturing process, all appearance inspections were carried out just before bagging, but we re-trained to pay attention to this event, which is the first request. No anomaly found on DHR. H3 other text : see h.10.

Event description:
It was reported that the roller clamp on the IV set/20drop/1sc/2re/std/ext/20cm/ll would not move during use. The following information was provided by the initial reporter, translated from japanese to english: "customer complained the roller clamp did not move."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the roller clamp on the IV set/20drop/1sc/2re/std/ext/20cm/ll wouldn't move during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complained the roller clamp didn't move."